Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced stimulation at the undesired location (in the abdomen instead of feet as intended). As a result, surgical intervention may be undertaken at a later date to address the issue.

Event description:
Follow-up revealed surgical intervention took place on (B)(6) 2019 and the doctor decided to disconnect the patient's lead and implant two different model leads. The patient's original lead remains implanted. Surgical intervention addressed the patient's issue.

Event description:
Follow-up revealed the patient underwent a trial procedure on (B)(6) 2019. The trial period was set for a time period of three days. During the trial period the patient received satisfactory therapy. The next course of action is undetermined.